Event description:
It was reported that a battery malfunction seems to have damaged a vista monitor. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be sent as soon as the investigation is completed.